Event description:
On february 23, 2008, the lay-user/pt contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the one touch ultra meter is giving inaccurate erratic readings. The pt indicated that the meter has been giving erratic readings since 2008 at 6am. The pt reported blood glucose results of "152 and 92 mg/dl" with a lifescan meter, performed more than 20 minutes of each other. The precision test results cannot be compared due to the time difference between the readings (precision test results must be done within 20 minutes of each other per lifescan's precision criteria). At one point after the reported issue began, the pt had symptoms described as "hot and sweaty" (symptoms suggestive of hypoglycemia). The pt did not test with any other device and did not take any action in regards to diabetes treatment. The pt denied receiving any medical intervention as a result of the reported issue. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, date and time of symptoms, food intake, diabetes medication intake, and lfs meter readings prior to the symptoms. The medical affairs specialist was unable to contact the reporter to obtain this add'l info. During troubleshooting, the customer care advocate verified that the testing technique was correct, the test results were taken from approved test sites, the puncture area was cleaned appropriately, and the reported meter reading was confirmed in the meter's memory. This complaint is being reported because the reported claimed the pt had symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.